Manufacturer narrative:
Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The customer needed regular insulin injections due to high blood sugar. When the customer bought the needle and used it on (B)(6) . The customer found that the medicine did not come out. After analysis, it may be caused by the needle being clogged. Replace it and the liquid can be pushed out normally. Customer service center has contacted the customer, and the customer stated that there is no other information to provide, the problem has been solved, there are no photos or samples to return, and no complaint response letter is needed.

Manufacturer narrative:
H3 other text : device is not available.